Event description:
It was reported that the lead measured high hvb impedance resulting in a patient alert. Manipulating the device pocket and parallel impedance measurements caused different values. It was further reported there was a sharp bend seen at the hvb plug about 3 cm from the end. There was "a lot of blood" in the device connector, therefore, the device and the lead were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; blood ingress noted in the device hvb port; defib conductor fracture (overstress); proximal segment returned and analyzed.